Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk case, the switch buttons did not activate the device. The issue occurred with two devices. A third device was used to complete the case with no pt consequence.